Event description:
It was reported that the left ventricular (lv) lead exhibited inconsistent capture during an episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 305c225 tissue valve implanted: (B)(6) 2014; dtpa2d4 crtd implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.